Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote monitoring, a loss of capture, high pacing impedance, and low sensing were observed on the right ventricular (rv) lead. X-ray imaging was performed and revealed the rv lead had become dislodged. A revision procedure was performed and the rv lead was successfully repositioned to resolve the event. The patient was in stable condition.